Event description:
A pt reported experiencing a foreign body sensation and photophobia after using a particular unit of complete moistureplus. After experiencing symptoms for several days, pt sought medical treatment from an optometrist and was diagnosed as experiencing mild haze in the anterior chamber; anterior uveitis/iritis. Dr. Prescribed tobradex; symptoms resolved in approximately 9 days. On the 10th day after the pt's initial experience, they tried rechallenging with one drop of moistureplus directly in each eye to see if their eyes were still sensitive. They immediately experienced hazy vision, halos around lights and "scratchy" eyes. Pt sought treatment from the same doctor who diagnosed superficial punctate keratitis ou and prescribed vigamox. Manufacturer attempted to obtain attending physician's opinion of causality, and he explained that he was unaware of the pt using the product; causality "unk". In follow-up the pt stated everything cleared "except for a couple of dots" in their peripheral vision. The attending physician has not examined pt since their last experience and could not provide outcome info for this report.